Event description:
This rv lead was implanted on (B)(6) 2000 and remains implanted at this time. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). A call to technical services on (B)(6) 2013 states that noise was noted on lead. Patient has 2 leads, one in the rv outflow tract and the other in the apex but it does not indicate which lead is where. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).